Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic. The patient received inappropriate hv therapy. Post-sensed t wave oversensing on the ventricular lead was noted. Programming changes were recommended.

Event description:
New information notes the device was successfully reprogrammed.